Event description:
It was reported that the pump did not recognize air in the IV line and failed to alarm. Precede x 400mcg in 100ml was infusing at the time at 38.85ml/hr . The order was for 2mcg/kg/hr to run continuously. There was no secondary infusion running. There was no patient ham reported. Although requested further information was not provided.

Manufacturer narrative:
The reported complaint that the pump module did not alarm for air-in-line was not replicated during laboratory testing. Sample inspection: an external and internal inspection was performed on the source pump module. The pump was received with instrument seal intact. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, springs, and buttons are all intact and did not interfere with the door operation. Latch sear was installed properly and did not interfere with the door operation. Corrosion was observed in the rear case. There were no anomalies observed with the ail assembly. Log analysis results: review of the pcu and source pump module error logs showed no recordings on the reported event date. On (B)(6) 2020 at 7:22 pm, pump module s/n (B)(6) was powered on and attached to pcu s/n (B)(6) . The profile in use was identified as adult ICU. On (B)(6) 2020 at 5:23:30 pm, pump module s/n (B)(6) was programmed to infuse dexmedetomidine 400mcg/100ml (drugid=177) through guardrails drugs. Further activity showed multiple recordings of the dose being changed, infusion completing/transitioning to kvo and being restarted with various vtbis, pauses, and restarts. The ail bolus limit was set at 250 l and accumulated air enabled. On (B)(6) 2020 at 10:48:33 am, the pump was selected and the dose of the dexmedetomidine infusion was changed to 2 mcg which resulted in the reported calculated rate of 38.85 ml/h and vtbi was 30.675 ml. Yes was selected to the guardrails warning ¿dose above maximum¿ and the infusion started. At 10:54:11 am, the dose was changed to 2.5 mcg which resulted in a calculated rate of 48.5625 ml/h and vtbi was 27.142 ml. Yes was selected to the guardrails warning: dose above maximum. At 11:27:42 am, the infusion completed and transitioned to kvo. Pvi = 1501.45 ml. 20 ml was entered for the vtbi and yes was selected to the guardrails warning. At 11:52:45 am, the infusion completed and transitioned to kvo. Pvi = 1521.57 ml. 80 ml was entered for the vtbi and yes was selected to the guardrails warning. At 12:41:17 pm, the pump alarmed for air-in-line. Pvi = 1560.64 ml. At 12:47:19 pm, the pump alarmed for check IV set. Three seconds later, the pump was channeled off and transitioned to an idle state. At 02:55:30 pm, the pump was removed. Test results: the source pump module was tested for ail alarms and found the air detection system operating within specification. The probable cause of the pump failing to alarm for air-in-line was determined to be due to an air bolus being too small to trigger an air-in-line alarm at the customer¿s threshold setting. Device history review: a review of the device history record showed the device had a manufacture date of 10/05/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional information added: - a1 patient initials.

Event description:
It was reported that the pump did not recognize air in the IV line and failed to alarm. Precede x 400mcg in 100ml was infusing at the time at 38.85ml/hr . The order was for 2mcg/kg/hr to run continuously. There was no secondary infusion running. There was no patient ham reported. Although requested further information was not provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the pump did not recognize air in the IV line and failed to alarm. Precede x 400mcg in 100ml was infusing at the time at 38.85ml/hr . The order was for 2mcg/kg/hr to run continuously. There is no patient harm reported.